Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during an l3-l4 open case, the patient was registered without issue. A schanz pin connected to the bone mount bridge was used mount the surgical system to the patient. The surgical arm was sent to right l4 first and the trajectory was instrumented. The surgical arm was then sent to the right l3 trajectory. While the surgeon was using the tap with the powered drill, they got some small vibrations back into the drill. The surgeon thought this was due to hard bone so they wanted to check screw placement of right l3 and l4.  Both screws were medial by 3-5 mm. The manufacturer representative noted that there was a skive risk, but the surgeon had planned for this so they did not think it was an issue. A navigation accuracy check was done with the passive planar placed on the arm guide divot. The test was accurate. The passive planar was placed on the top of the spinous process of l3 and it was off by 3-5 mm. The patient was reregistered as they thought there was a patient shift. The representative planned the trajectory to go straight down the spinous process to check accuracy. Even though the snapshot appeared accurate, a new snapshot was done. Registration was successfully completed and no shifts were identified. The surgical arm was sent to the spinous process trajectory without touching the patient. The surgeon could see the tip of the dilator was lateral by 3-5 mm again. The surgeon decided to abort the use of the guidance system and complete the procedure using navigation. The image adapter used for images was confirmed to be snug against the c-arm. The adapter was removed and placed on the c-arm before completing calibration for the second registration. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system passed a built in self test, accuracy test and stress test. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoroscopic images were checked, and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor x r & d workstation. Analysis reviewed the planning made in the or. A trajectory was planned on l3 spinous process to verify the accuracy of the surgical arm. A closer look at l3 vertebra reveals a case of spondylosis and the loosening of the lamina. Analysis had recreated the registration results achieved in the or and found that although receiving green parameters, there was an observed shift between the fluoroscopy images and the CT images in l3 vertebra. A closer look at the registration fluoro image showing that the schanz screw was fixated more medially towards the sacrum area. Furthermore, according to surgical technique guide, when using a schanz screw in an open case, the approved operational range is from s2 to l4 vertebras. The reported deviations experienced in the or were medial deviations of l3 and l4 right trajectories and lateral deviations when sending the surgical arm to the planned trajectory on the spinous process of l3 vertebra. Inspecting the anatomy of the patient ¿ it seems that the lamina of l3 vertebra is broken. Analysis reviewed the planning and the surgical workflow and concluded the root cause of the deviations experienced in the or is patient shift due to instability of the anatomy resulted from few factors. The selected fixation method (schanz screw) is intended for open surgical approach up to l4 vertebra and the stability of the fixation could not be assured if used out of boundaries as recommended. The broken lamina of l3 vertebra contributed to the overall instability and a movement of the spinous process is clearly shown during the registration process. Choosing l3 spinous process to perform an accuracy check should have been avoided as it was the most unstable part of the anatomy and any pressure on it could potentially cause a deviation. All the above or a combination of them, could potentially result in a pattern of medial or lateral deviated trajectories medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.